Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was not reported. On the same day as the onset, the patient was hospitalized via the emergency room due to the event. The patient was treated with an unspecified antibiotic (dose, route and frequency were not reported) for the event. Antibiotic treatment was ongoing. At the time of this report, the patient was recovering from the event. Pd therapy was ongoing. No additional information is available as the reporter declined follow up.